Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint sensor had intermittently light up. A field service engineer was informed that a nursing staff had reported the biometric identification device did not light up or initialize during login. However, pharmacy staff tested the device and found no issues. The fse reseated the universal serial bus connection to both the biometric device and the docking unit. A hardware test application was run successfully. A pharmacy technician was then asked to log in multiple times, and the biometric device functioned correctly. The system functioned as intended after the a field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a fingerprint was intermittently lights up for one user. The customer stated that there was no delay in dispensing medication to a patient and mentioned there might be a short on the keyboard. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a fingerprint was intermittently lights up for one user. The customer stated that there was no delay in dispensing medication to a patient and mentioned there might be a short on the keyboard. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.